Event description:
It was reported that the implantable pump showed a critical alarm which began in 2009. The pump was in safety mode and showed "low battery". No emi was reported. The flow rate was less than 0.2 ml/day. The pt experienced a return of symptoms; specifically spasticity. The pt was hospitalized. The hcp planned to re-program the pump. A pump replacement was performed twp days later, following a subsequent alarm and low battery message. It was later reported that: "the new pump works well. The pt is doing well. The daily dose was increased slightly".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.